Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a restenosed, severely tortuous and calcified lesion in the lad exhibiting 97% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was not able to pass through the lesion and stent struts with some protrudes were observed. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.